Event description:
It was reported, staples dropping. No further information known at this time.

Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: did the device staple? Yes. If the device stapled, was the staple line complete? Yes. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? B-shape: staple line was good intra-operatively. Did the device cut? Yes it cut and stapled. If the device cut, was the cut line complete? Yes. Were the cut line and staple lines equal? Yes. Was the device fired across a staple line? Side-to-side anastomosis was performed. Please provide details as to how the reload did not work. The reload worked. There was a leak post-operatively. Did the reload lock out and would not work? No all worked well intra-op. Did the reload begin to staple and cut, but then jammed? No. Did the device staple, but there was no cut line? No. If the device cut and stapled, were there any staples missing from the staple line? No. How was the procedure completed? Procedure was completed with no issues, but there was a post-op leak. Is the current patient status known? Yes patient is ok. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Yes because of the post-op leak. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? In the initial surgery it was reported that the staples were dropping. Please explain what this means. Was the dropping of the staples intra during the initial procedure or during the post-op surgery? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.